Event description:
Related manufacturer ref: 2182269-2022-00008. Following an ablation procedure conducted on (B)(6) 2021, the patient reported a second degree burn at the grounding pad site. The procedure performed was a unilateral lumbar radiofrequency ablation (rfa) procedure. During that procedure the grounding pad was placed on the flank of the patient and did not overlap with any other patches or have any wrinkles or edges lifted up on it. The patient was also noted to not be hairy. The patient was treated for the burn, however, the details of the treatment are not known. There were no performance issues with any device or alarms noted on the generator during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.